Event description:
Customer complained of a discrepant inr result between meter up1319185 and a lab using the stago neoplastin reagent. At 8:15 am, the customer tested a patient by fingerstick on the meter and the result was 4.9 inr. At 8:30 am, the patient had a venous lab test and the result was 3.39 inr. The patient's therapeutic range is 2.5-3.5 inr. The patient has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no new illnesses, no diet changes and is not anemic. The patient does not have any bleeding or bruising. There was no allegation of an adverse event. Retention test strips (294947) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values greater than 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values greater than 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements greater than 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.